Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2021. Visual inspection confirmed that the set had a leak at the filter as there was dried up medication covering the filter. The reported issue was confirmed. Root cause could not be determined. Please note: for the investigation findings code, infutronix llc decided to select 4247 appropriate term/code not available, suggest adding the preferred term "root cause is not identified." To the future code table."

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00086.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-004 lot 2106005 set was leaking at the filter." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.